Event description:
The reporter indicated that the device is in backup mode and four attempts have been made to reset the device. On the second attempt, the device went to no output for 12 seconds, but the pt had junctional rhythm and was asymptomatic.